Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator underwent to a mode change due to an operation. After the operation procedure, a mode switch could not be selected; multiple trials of the r mode could not be selected in the mode switch parameters. The patient's condition was not affected by the device behavior.